Manufacturer narrative:
The investigation is ongoing.

Event description:
Revision due to high metal ion levels high has been reported. Surgeon decided to revise both hips. The other hip is reported under 3005477969-2015-00165.